Event description:
The patient had been experiencing dislocation soon after the surgery and therefore underwent revision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It is reported the depuy devices were used in conjunction with a competitor¿s femoral implants. This use of the depuy devices is considered off label and is not recommended. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). Depuy has received information stating that the depuy liner was used in conjunction with a competitor head.